Manufacturer narrative:
This report has been identified as b. Braun medical internal report number (B)(4). The device involved has not been received for evaluation and the investigation is ongoing at this time. A follow up will be submitted when the investigation results become available.

Event description:
As reported by the user facility: during use it was noticed that air entrained into one of the ports in the IV set that was not in use. The port was clamped off and the extension set removed from the patient's central line. Limited information provided. No injury reported.

Manufacturer narrative:
This report has been identified as b. Braun medical internal report number (B)(4). One (1) used sample without packaging was returned for evaluation. The returned sample was tested for occlusion and leakage per specification with passing results. In order to try and replicate the incident, a primary set was spiked into a bag of saline and primed. The extension set was then attached to the set. No air in line or bubbles were noted. The returned product was functionally tested with passing results. The reported of air in the line was not able to be replicated or confirmed. Review of the discrepancy management system (dsms) database was unable to be performed becuase the lot number was reported as unknown. We will maintain this report for future reference, and continue to monitor other reports for similar occurrences.